Event description:
According to the initial report an aortic implant registration card was received for a patient with an existing aortic implant. Onxae 23 serial number: (B)(6) was implanted into the patient on (B)(6) 2017. It was then explanted on (B)(6) 2024 for unknown indication.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report an aortic implant registration card was received for a patient with an existing aortic implant. Onxae 23 serial number: (B)(6) was implanted into the patient on (B)(6) 2017. It was then explanted on (B)(6) 2024 for unknown indication.

Manufacturer narrative:
The manufacturing records for onxae-23 sn (B)(6) were reviewed. It was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. Change order(s) for leaflet tuning are performed as a part of the standard manufacturing process. According to mandatory tracking information received by the manufacturer this patient was implanted with a second on-x valve in the aortic position 2,436 days after her initial implant. Onxae-23 sn (B)(6) was implanted on (B)(6) 2017 in the mitral position of a 6-year-old female patient. On (B)(6) 2024 we received the information that the second valve onxae -23 sn (B)(6) was implanted on (B)(6) 2024 in the aortic position. During the investigation we attempted to contact the surgeon with no reply received and no medical records were provided, and the valve was not returned to the manufacturer for examination. There was no claim regarding the valve having malfunctioned and a review of manufacturer records show no processing issues. As the initial implant was listed as an aortic valve in the mitral position and we received no response from the surgeon or facility we cannot conclude if the initial implant was erroneously recorded or if the valve was implanted as recorded. Due to this we are treating the report as an implant/explant unless further information is received. The instructions for use [IFU] for the on-x valve acknowledge the possibility of reoperation and explantation. With no information provided we are unable to conclude what, if any, contribution the valve had to the decision to explant. With no information provided we are unable to conclude what, if any, contribution the valve had to the decision to explant. The risk file was reviewed and found to be adequate. With no information provided we are unable to conclude what, if any, contribution the valve had to the decision to explant. Thus, severity and occurrence are not evaluated. The root cause is unknown. The instructions for use [IFU] for the on-x valve acknowledge the possibility of reoperation and explantation. With no information provided we are unable to conclude what, if any, contribution the valve had to the decision to explant. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.